Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the overlay screen was cracked, there was a broken handle, the printer drawer was missing its latch, the upper hinge plate was scuffed up, it was missing its power cord and there was intermittent latency with stylus screen selections as though processes were running in the background and hard drive health was found to be less than 100%. (B)(4).

Event description:
The programmer was returned because it had fallen off its cart and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.